Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device has not been returned, therefore a visual inspection has not been possible. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, product return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection and is not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicated that further investigation is warranted, this record will be re-opened. Stanmore will continue to monitor for trends.

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1999 and subsequently was revised in (B)(6) 2012 due to an infection. This is a supplemental report to 3004105610-2014-00111 (B)(4).

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure on (B)(6) 1999 and subsequently was revised in (B)(6) 2012 due to an infection.